Event description:
Related manufacturer reference number:2017865-2023-25293, related manufacturer reference number:2017865-2023-25294. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead was normal. No anomalies were found.